Event description:
It was reported the device was eroding through the skin, so the device and leads were removed on an emergency basis. No patient outcome was reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3093-33, lot #v839810, implanted: (B)(6) 2011 explanted: (B)(6) 2011, programmer model 3037, serial # (B)(4).

Event description:
Follow up information reported that the cause of the erosion was that the implantable neurostimulator (ins) had flipped. Specifically, the ins turned from a horizontal position to a vertical position and the physician felt that the ins was not placed high enough in the buttocks. It was also noted that the patient was wheelchair dependent which may have contributed to the ins flipping. The ins was explanted. The patient outcome was reported as no injury. If additional information is received, a follow up report will be sent.